Event description:
It was reported that upon repositioning the embolization coil, the coil prematurely detached. The coil was retrieved successfully using an intravascular snare. No harm was reported. Pt info - pt identifier, age, sex, and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the sample was reported to be unavailable due to infectious exposure. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.